Manufacturer narrative:
Product ID: safari guidewire extra small; guidewire; boston scientific; lot number: [] select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve , at insertion of the delivery "catheter" system (dcs), a kink on the guidewire made it impossible to retrieve the dcs outside of the patient. While trying to pull the dcs out, the nosecone separated from the capsule. The physician was able to retrieve the nosecone and the kinked guidewire out without any complications. A replacement dcs was used to complete the procedure. No adverse patient effects were reported. Additional information was received that the non-medtronic guidewire (boston scientific safari) was removed by pulling and pushing by hand on the nosecone on the skin of the patient. The patient anatomy was reported to be tortuous with a minimum access vessel diameter of 8.9 mm. The same valve was used with the replacement dcs and implanted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened and with the nosecone detached. The detachment site was slightly uneven, with inner member threading protruding. The distal end of the inner member shaft appeared to follow a slight curve, ending in the detachment site. The nosecone was not returned. There was a dent to the distal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a kink to the proximal end of the inner member shaft. Image review: one static image was provided for review and the kinked guidewire appeared to have contributed to the nose cone (catheter tip) separation from the catheter delivery system. Updated h.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve , at insertion of the delivery cath eter system (dcs), a kink on the guidewire made it impossible to retrieve the dcs outside of the patient. While trying to pull the dcs out, the nosecone separated from the capsule. The physician was able to retrieve the nosecone and the kinked guidewire out without any complications. A replacement dcs was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34; product lot/serial number unknown; product type: transcatheter aortic valve (tav) product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.